Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was noted post placement of a camino intracranial pressure catheter, the catheter was not functional. The event occurred while in use on a (B) (6) male pt who suffered a traumatic brain injury. The instructions for use indicates use of the bolt with the probe. However, the surgeon placed the device without the bolt. The treating physician planned to discontinue the use of the device and extubate the pt. No injury occurred as a result of the event. Add'l clinical info requested from the reporting facility.